Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) was surgically abandoned due to non-conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf). No additional adverse patient effects were reported.